Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported undesirable increase in stimulation. The patient confirmed this occurred following an unrelated spinal fusion surgery. The use of electrocautery was confirmed, and it was suspected that the evoke closed loop stimulator (cls) may have been damaged due to electrocautery usage during the spinal fusion surgery. Additionally, the patient reported that their pain condition had been resolved following the spinal fusion procedure and the evoke scs system had been switched off. The evoke scs system was subsequently explanted.